Event description:
Asr medical records received. After review of the medical records the patient was revised to address periprosthetic osteolysis of the femur acetabulum, toxic effect of chromium, trochanteric nonunion, leg length discrepancy, pseudotumor and hip pain. Operative note reported a large fluid collection from beneath fascia this was blood tinged but was clear. There was a lot of necrotic tissues, scar tissues and a mass around trochanteric nonunion. There was a minimal bone loss. There was a necrotic tissue in the acetabulum that was slightly vertical and was deficient posterior superiorly. Doi: on (B)(6) 2006. Dor: on (B)(6) 2024. Right hip.

Manufacturer narrative:
Product complaint (B)(4). D4: UDI: (01)gtin unavailable, product made prior to gtin compliance date. E3 initial reporter occupation: lawyer. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Product description: adapter sleeves 12/14 +2. Product code: 999800312. Lot no: 2210297. Quantity of manufactured: (B)(4). Date of manufacturing: 07-aug-2006. Expiry date: aug-2011. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: product description: adapter sleeves 12/14 +2. Product code: 999800312. Lot no: 2210297. Quantity of manufactured: (B)(4). Date of manufacturing: 07-aug-2006. Expiry date: aug-2011. Device history review: a manufacturing record evaluation was performed for the finished device, and no non-conformances / manufacturing irregularities were identified.